Manufacturer narrative:
The fsr verified the reported complaint. He found that the power entry module fuse had blown. He replaced the fuse and the batteries. The unit operated to the manufacturer's specifications. The suspect parts was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the batteries in the battery backup were completely dead. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on (B)(6) 2018, the perfusionist noticed that the battery was not holding a charge, therefore there was no battery back up available. The perfusion team did not lose alternating current (ac) power to the unit on the procedure on the (B)(6), therefore there were no clinical implications. The team exchanged the unit after the procedure and the field service representative (fsr) was able to troubleshoot the unit shortly thereafter. There was no delay in the surgical procedure. There was no blood loss associated with the event.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed one battery to be swelling at the positive terminal. The other battery was completely depleted at six volts direct current (vdc), as 11.4 vdc is typically the lowest reading acquired from a fully discharged battery of this type. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.